Manufacturer narrative:
The product and lot number were not provided; therefore, the device history records could not be reviewed. The device has not been returned for evaluation. The instructions for use (IFU) identifies aneurysm perforation or rupture, hemorrhage, and death as potential complications associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, a web device went through the dome of the aneurysm. The patient had a subarachnoid hemorrhage. The patient was reported to have expired. The cause and date of death is unknown.